Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specifications prior to pt placement. The kci field service associate reported that upon arrival to the pt's room it was determined that the chest buckle tape switch assembly was alarming and tape switch was replaced at the healthcare facility. The bed was inspected upon return to the kci service center. On (B)(6) 2010, the bed met specifications and passed quality control inspection.

Event description:
On (B)(6) 2010, the nurse reported via telephone that the bed was alarming chest buckle open and bed will not prone. There was no reported injury.